Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien ultra valve, the valve was implanted with nominal volume in a 25 mm aortic surgical valve. Post deployment, the mean gradient was 13 mmhg, but there was a waist on the valve and long-term durability was a concern. It was decided to fracture the surgical valve. However, the guidewire position was lost. Despite trying for 2 hours, it was not possible to recross the valve with the guidewire, so surgical valve fracture was not performed. The patient was taken off the table, discharged the next day and then brought back a week later to attempt to re-cross and fracture the valve. A 24mm true balloon was used to fracture. Moderate to severe central aortic insufficiency was noted on the transesophageal echocardiogram (tee). It was decided to deploy a second 23mm sapien 3 ultra valve with +2cc added to the nominal volume. The second valve was deployed without issue with a final gradient of 4 mmhg, and the central leak was resolved. The patient left the room in stable condition.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was unable to be confirmed as no relevant medical record and imagery were provided. The DHR review did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, ''the patient was brought back in on post-operative day 7 to post dilate. When the fracture occurred with a 24 mm true balloon, moderate aortic insufficiency was noted on the transesophageal echocardiogram.'' In this case, a non-ew balloon was used for post-dilating the valve, and the regurgitation/aortic insufficiency was observed after the post-dilation. The post-dilation with non-ew balloon could over expand or stretch the valve, leading to suboptimal valve leaflets coaptation, resulting in central regurgitation. Additionally, it is recommended to use the same ew delivery system to perform the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.